Event description:
The black footswitch cable would not work. The cable was changed and the case was finished with no pt consequence. The customer did not have details as to the procedure being performed.